Manufacturer narrative:
Block b3: approximated based on the year the retrospective study was conducted. Blocks d4, h4: the upn and lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Block g2: literature source: martinez-moreno b,et al. Long-term results after eus gallbladder drainage in high-surgical-risk patients with acute cholecystitis: a 3-year follow-up registry. Endosc int open. 2023. E1063-e1068. Doi: 10.1055/a-2180-9817. Block h6: imdrf medical impact code f02 captures the reportable event of death.

Event description:
Boston scientific corporation became aware of the following event that involves a 10mm x 10mm and 15mm x 10mm axios stent and electrocautery-enhanced delivery system through an article titled, "long-term results after endoscopic ultrasound (eus)- gallbladder drainage (gbd) in high-surgical-risk patients with acute cholecystitis (ac): a 3-year follow-up registry", by belen martinez-moreno, et al. The study aims to evaluate the very long-term efficacy and safety of endoscopic ultrasound-guided drainage (eus-gbd) with lumen-apposing metal stent (lams) in the treatment of high-surgical-risk patients with ac. A retrospective case series was conducted for all consecutive patients who underwent eus-gbd for ac between september 2016 and april 2020. In all cases, transduodenal drainage was attempted first. Transgastric drainage was performed only when transduodenal access was not possible. Sixty-eight patients were assessed for eus-gbd, and a total of 62 patients (91.7%) were drained successfully. Twelve patients with another indication were excluded, and a total of 50 patients were being analyzed. The median follow-up for all patients was 25 months. Furthermore, the median follow-up of patient's alive at the end of the study was 41 months, whereas the follow-up of patients who died during the study was 7.7 months. Six patients (12%) died during the first 30 days, 20 patients (40%) at 1 year, 25 patients (50%) at 2 years, and 35 patients (70%) at 3 years. Lastly, the patient who presented with clinical failure died at 4 days after the procedure due to refractory sepsis.